Event description:
It was reported that the patient complained of phenomenon of feeling "shocks" when the system controller was resting on various body parts, and the controller was warm to the touch. Log files were sent for review. Despite the reported shocking sensation, there were no unusual events recorded in the event log file history. There appeared to be some areas of the controller where the ¿paint¿ had worn off. Based on the data visible in the log file, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. The event resolved after controller exchange. There was no adverse patient impact. Historically related MFR 2916596-2025-06729.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.